Event description:
Manufacturer's employee reported pt had a pump implant in 2004. Two days later, the pt presented for a pump refill. The nurse thought they were in the side port and withdrew bloody fluid of approximately 10 cc's instead of the expected 2 cc's. They changed needles and refilled the pt with 18cc. It was determined the nurse was aspirating from the pump pocket and not the pump. The pt had received a subcutaneous dose of morphine. The pt was reported to have been nauseous and pain-free. The patient was kept overnight for observation. A refill was done correctly the following day. The pt is reported to be doing fine.